Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06476. It was reported the patient's cervical leads "came out". As a result, the patient's entire scs system was explanted on (B)(6) 2015.